Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's sister reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 491 mg/dl. Troubleshooting for high blood glucose was performed. Customer changed out their site, treated themselves with a bolus and switched to a shorter length cannula. Customer advised the time on the insulin pump was off by 10 minutes. Customer was advised that incorrect time on the device may interfere with multiple basal rates and bolus wizard settings. Customer advised their healthcare provider increased the basal rates and carb ratios. Customer performed the high pressure test and passed.